Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient's mother reported that her daughter woke up at 4:00 am with blood glucose (bg) reading at 20 mmol/l (360 mg/dl) so she gave herself a correctional bolus (exact amount was not provided) and her bg levels came down to 19. She went back to sleep and woke up a few hours later with bg reading greater than 20 mmol/l (360 mg/dl).she was not feeling well, was vomiting, could not stand up and she collapsed. She called 911 and upon the paramedic arrival they took her to the hospital. At the hospital she was diagnosed with diabetic ketoacidosis and stayed in the hospital for 3 to 4 days. The patient's mother does not remember the details to the treatment that was given at the hospital. The pod was worn between 4 and 24 hours on the abdomen.